Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by field service engineer and based on service report, internal leakage test failed during pre-use check, the ventilator generated a technical error code indicating a power error and sound was coming from gas module during pre-use check. The device was kept under observation and the issue was not confirmed. The device was delivered to the user in working condition.

Event description:
Manufacturer's ref. #: (B)(4).